Event description:
Two discordant, falsely depressed sodium patient results and one discordant, falsely depressed potassium patient result were obtained on an atellica ch 930 instrument. The initial results were reported to the physician(s). The initial samples were repeated on an alternate atellica ch 930 instrument. The repeat results were reported, as the corrected results, to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium patient results and falsely depressed potassium patient result.

Manufacturer narrative:
An outside of the united states (ous) customer had reported two discordant, falsely depressed sodium patient results and one discordant, falsely depressed potassium patient result obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. The customer confirmed low sodium and potassium quality controls (qc) with the initial sensor lot. A second sensor lot was loaded and produced acceptable qc results. The customer performed an advanced clean maintenance procedure and replaced the sensor. The rerun patient results after maintenance produced acceptable results. Siemens concluded that the potential cause of the event was the need for instrument maintenance. There was no evidence of a potential product issue. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.